Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead exhibited noise on the rate/sense and shock egrams resulting in non-sustained episodes. The patient reported feeling dizzy and lightheaded. The noise is reproducible with isometrics.